Event description:
It was reported that a spectrum pump alarmed to close door when the door was already closed. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the close door alarms caused by a loose upper link screw. The link screws were replaced.